Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted an increase in impedance measurements from 500 ohms to 1,800 ohms. Additionally, the rv threshold measurements had increased, but then decreased again. All other measurements were appropriate. One year later, the rv impedance measurements increased to more than 2,500 ohms. Additionally, there was noise being oversensing on the rv lead. This did not result in any asystole or inappropriate therapy. It was indicated the patient would continue to be monitored appropriately. No adverse patient effects were reported.